Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been returned and evaluated by the failure analysis (fa) team. The unit was placed on an in-house system and was run in normal mode. The reported failure was confirmed and reproduced. The unit had no significant scratches or dents. The front bezel was in decent condition.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) is currently awaiting parts to complete repair. Isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the erbe generator presented error c-34, and the monopolar function no longer worked. Only the bipolar function was operational. The customer installed a valleylab ft10 generator to use the monopolar function. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the site and obtained the following information: the monopolar was not functional and error c-34 was displayed. The system and generator turned on showing the error. The customer used the ft10 generator for replacement as monopolar no longer worked. Patient information provided.

Event description:
Refer to h10/h11 for follow-up information.